Event description:
Complainant reported that after the clinicians performed 3 hours of patient CPR in the cath lab on a (B)(6) year old male patient who had a history of coronary artery disease, coronary artery by-pass graphs, left internal mammary artery (graft) to the left anterior descending artery patent. The impella cp as placed in the patient and a stent was placed. The patient remained in the cath lab for 5 hours. The patient was moved to the ICU, where he again coded, but the impella kept the mean arterial pressure (map) at 64. An echo was performed, which resulted in 4 cm's of catheter slack removed, and the impella was in a more optimum position. The impella cp was successfully supporting the patient. After > 21 hours of successful impella support, the pump suddenly stopped without any previous indication that a pump stop was imminent. Attempts to restart the impella cp were unsuccessful, and the patient arrested. CPR was begun on the patient, but the family decided not to continue therapy and the patient expired.

Manufacturer narrative:
The impella cp pump was not returned for evaluation. The automatic impella controller (aic) log data were returned for analysis. The analysis determined that impella cp support was initiated at 16:15 on (B)(6) 2014. Early problems with a blocked placement signal lumen and pump placement were resolved after an echo was performed and 4 cm's of catheter slack was removed resulting in more optimum impella positioning. The analysis of the long term logs revealed a sudden pump stop had occurred approximately twenty-three hours after the pump was implanted. The pump stop was caused by a abrupt high motor-current spike. Both "impella stopped - motor current high" (error-13) and "impella stopped" (error-119) alarms were logged by the console when the pump first stopped, and during subsequent attempts to restart. The error-13 alarm was triggered by 1850 ma motor-current spikes while the error-119 alarm indicated that a motor current imbalance of greater than 12% had occurred. While the pump was not returned for analysis, the combination of high motor current and a phase imbalance is strongly associated with a motor coil short and was the likely cause of the pump stop in this case. A corrective action has been initiated to address this problem.